Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet bionic pancreas on the first day of use, with a highest value of 238 mg/dl and a lowest of 70 mg/dl, and hyperglycemia persisted outside target for approximately 1.5 hours before declining. Symptoms included hyperglycemia without acute complications. Outcomes included no need for professional medical intervention and no reported immediate health effects. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and an unclear cause of the hyperglycemia. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.